Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had scratches on pump and cracks in reservoir port, pump has rejected brand new battery, no insulin delivery alarms without explanation, pump has given unexplained motor errors, pump has lost setting and required to reprogram setting, buttons hard to press sticking and unresponsive . Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will not return device for analysis.